Event description:
It was reported that the patients ipg was no longer holding its charge. The patient underwent an ipg replacement procedure wherein an MRI compatible was implanted and patient was doing well post-operatively. The explanted ipg will not be returned as it was kept by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.